Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va088yg, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. The patient experienced a ¿call your doctor icon¿ and a power on reset (por) condition. It was noted the patient had received the implant three days prior to report and that ¿she tried to program when she got home¿ and ¿she messed something up.¿ the patient was redirected to their health care provider (hcp). Additional information from the patient¿s physician reported the patient experienced a "porcondition." It was noted when the patient¿s physician ¿went to communicate with the patient¿s implantable neurostimulator (ins), he saw a por on the patient programmer screen.¿ it was noted that if the physician programmed the ins that things ¿should be fine.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va088yg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information stated the cause of the event was not known and cautery was not used after the device was placed. It was stated reprogramming occurred on (B)(6) 2013 and hospitalization was not needed.